Event description:
Boston scientific received information via patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited out of range high shock lead impedance. Additional information obtained from field representative that shock impedance was chronically high. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.